Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. B5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -12.0/+1.5/114 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault, significant reduction of iridocorneal angles and glares/haloes. The lens remains implanted, and the problem was not resolved. Status of the eye: "narrow angle, high vault, no other symptoms, monitoring for now". Additional information provided: "would like to request a consultation with an md to discuss the scenario and to receive medical perspective on his plant to observe." The cause of the event is a patient related factor and the device failed to perform as intended. Cause details provided: "high vault os despite accurate preop measurements, patients anatomy may be abnormal; or a measurement error." Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -10.50/1.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) he patient experienced an excessive vault, significant reduction of iridocorneal angles and glares/haloes. The lens remains implanted and the problem was not resolved. Status of the eye: "narrow angle, high vault, no other symptoms, monitoring for now". Additional information provided: "would like to request a consultation with an md to discuss the scenario and to receive medical perspective on his plant to observe." The cause of the event is a patient related factor and the device failed to perform as intended. Cause details provided: "high vault os despite accurate preop measurements, patients anatomy may be abnormal; or a measurement error. Claim# (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10.5/1.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Significant reduction of iridocorneal angles, glare/haloes, and excessive vault has been observed. Lens remains implanted. Patient remains under observation. Cause of the event is reported as patient related factor. Reportedly, patients anatomy may be abnormal or a measurement error.